Event description:
Per fax, manifold assembly is sticking. Per independent repair center statement, unit alarming or red light. The key failure was the valve manifold for the manifold assembly was sticking.